Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose was 145 mg/dl. During troubleshooting with tandem technical support, the customer was instructed to fully charge the pump and to monitor the battery performance. Customer acknowledged. Upon follow up, the customer acknowledged that the battery depletion rate was within normal parameters and declined further assistance.